Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol marlex (bard flat mesh) (device #2). An additional emdr was submitted to represent the bard/davol mesh ¿ composix (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix and marlex (bard flat mesh) on (B)(6) 2008 and/or (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct brand name, PMA/510(k) #. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the bard/davol mesh - composix (device #2). An additional supplemental emdr was submitted to represent the bard/davol mesh ¿ composix (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix and marlex (bard flat mesh) on (B)(6) 2008 and/or (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2008 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent implant of composix mesh (device #1). Per op notes, ¿the old mesh was migrated and bunched up. A composix patch (device #1) was placed and sutured circumferentially.¿ (note: the previously placed mesh in the op notes was unknown). (B)(6) 2009 ¿ patient was diagnosed with multiple recurrent ventral hernia thereby underwent open repair with the removal of mesh (device #1) and implant of composix mesh (device #2). Per op notes, ¿the old mesh (device #1) pulled free from abdominal wall and adherent to bowel was removed. A large piece of composix mesh (device #2) was placed and circumferentially tacked.¿ (B)(6) 2010 ¿ patient was diagnosed with multiple recurrent ventral hernia thereby underwent implant of synthetic mesh. Per op notes, ¿patient had an recurrence of hernia above the level of the old mesh (device #2) had pulled free from the abdominal wall superiorly and placed the synthetic mesh and secured using the tacker. The old mesh (device #2) was tacked to the new mesh circumferentially.¿